Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. The revision operative note for the left hip demonstrated that the patient was revised due to elevated metal ion levels and tissue reaction. Pseudotumor was identified with x ray results. When the capsule was opened, there was a large amount of cloudy yellow fluid. Additional fluid noted when hip was dislocated. Large amount of corrosion about the femoral head and neck. Review of the device history record identified no deviations or anomalies that would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02246.

Event description:
It was reported patient underwent left hip revision approximately 8 years post implantation due to elevated serum cobalt and serum chromium levels, pseudotumor, and corrosion. It was noted the head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.